Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf patient code e2008 captures the reportable event of unretrievable device fragment.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when the needle knife was inside the patient and the physician was performing a cut, after the first cut the needle was bend. The physician then asks to put the needle back however the knife snapped and fell in the patient's ampulla. It was reported that the physician was able to move the needle fragment away from the ampulla and believed it was dropped in the duodenum. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.